Manufacturer narrative:
A ge service representative performed an onsite investigation. The software was reloaded and the monitor power supply was adjusted. The system was then found to be operating as intended.

Event description:
The customer reported the system was locked up and would not boot up. There is no report of patient injury.